Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. There is no evidence of implant malfunction and the reason for the removal of the secure-c implant was due to symptoms related to an undiagnosed allergy to specific elements (nickel, molybdenum) within an implant material (cobalt chrome alloy).

Event description:
It was reported that a revision was done to remove a secure-c implant due to the patient's allergy.